Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 alarmed error 45630 and has lcd damage. No patient adverse events reported.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given functional testing; the device gave error code 45630 after power on. This type of error indicates a problem with the amount of current drawn to run the motor. The motor was replaced to address this issue.